Event description:
It was reported to depuy acromed that a pt underwent spinal fusion surgery with pedicle screws and rods in 1995. The pedicle screws broke in 1999 as a result of a car accident. An explant surgery was performed in 2000 to remove the broken screws. The pt claims to still be in pain following the explant surgery. An eval of the product complaint was not possible since the product was not returned and the product code and lot info were not provided. The event was most likely caused by the car accident. No further action can be taken at this time.